Event description:
It was reported that during the holmium laser enucleation of the prostate procedure, two laser fibers snapped as they were being inserted into the working element at the beginning of the procedure. The customer believes there is an issue with the internal alignment of the console which is causing the fibers to break. The fibers were replaced, and the procedure was completed using the second fiber. There were no patient complications. This report is for the second fiber.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during the procedure, two laser fibers snapped as they were being inserted into the working element at the beginning of the procedure. The customer believes there is an issue with the internal alignment of the console which is causing the fibers to break. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This report is for the second fiber.

Manufacturer narrative:
Correction provided in: b5 - describe event or problem. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during the holmium laser enucleation of the prostate procedure, two laser fibers snapped as they were being inserted into the working element at the beginning of the procedure. The customer believes there is an issue with the internal alignment of the console which is causing the fibers to break. The fibers were replaced, and the procedure was completed using the third fiber. There were no patient complications. This report is for the second fiber.